Event description:
The customer reported the 9600+ system intermittently gives error code iris pot error. No pt injury.

Manufacturer narrative:
The service rep recalibrated collimator. System is working as intended.